Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left circumflex artery. Pre-dilatation was performed with 2.5 and 3.0 unspecified balloons. The 3.5x28mm xience sierra was implanted and a 3.5mm non-compliant balloon was used to post-dilatate. After post-dilatation a dissection in the distal edge of the stent was noted and a 3.5x15mm xience sierra stent was used to cover the dissection. Angiogram revealed timi iii flow and there was no adverse patient sequela. No clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Lot history record (lhr) and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.